Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g6 transmitter and sensor would not pair with a replacement ilet despite the g6 data displaying in the dexcom mobile app; the same g6 components had previously failed to connect to the prior ilet, and the prior device might still be holding the bluetooth bond. Symptoms included no glucose data available on the ilet due to pairing failure. Outcomes included the need for troubleshooting steps and potential replacement of the sensor and transmitter. Investigation included remote troubleshooting with device restarts, toggling g6/g7 settings, verifying the ilet bluetooth identifier, attempting to isolate competing bluetooth connections, and advising reattempted pairing before changing g6 hardware. Investigation of this case revealed persistent communication/pairing failure between the ilet and the dexcom g6 transmitter, potentially due to an existing bond to another host device, with no ilet alert or alarm behavior reported. It was concluded, based on previously established findings for similar reports, that the cause was device communication incompatibility or interference due to an existing transmitter pairing with another device.